Event description:
The customer reported that the pump was clicking too much. The customer reviewed their basal rates and noticed that one of their basal rates was programmed to 30u. Instructed customer to contact the doctor for appropriate pump settings and to discontinue the pump use. During the call the customer stated that pt was hospitalized for low bgs last week. Assisted the customer in changing basal rates so the pump would stop clicking. Advised customer goes to back up plan.